Event description:
Report received from company representative - hcp was programming pump post replacement using 8840 programmer. Hcp programmed the post operative priming bolus and programmer behaved as if "searching" and never indicated "telemetry complete." Hcp worked with device for about 10 minutes and requested the 8820 programmer. Hcp interrogated pump with the 8820 programmer and 8820 programmer indicated the bolus was in progress. The interrogation process stopped the bolus. Hcp was unable to determine amount of baclofen delivered. The pt had been programmed at 500 mcg/ml at 209 mcg over 32 minutes. No record of what time the pt was actually programmed was available due to no successful feedback telemetry. Pt was monitored for 2 days in the hospital and experienced some withdrawal symptoms that were treated. Pt has recovered from the event.